Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 5.0 pump inserted in the left femoral for cardiomyopathy. It was reported that soon after impella insertion and echo confirmed aortic regurgitation. Impella's position was adjusted; however, this did not improve the patient¿s condition. The impella was removed, and central extracorporeal membrane oxygenation (ECMO) was introduced. After removal of impella, the patient underwent aortic valve replacement (avr) to treat the moderate ar. The physician stated the patient had been transferred from another hospital for which the situation was unknown. It was also noted that it cannot be concluded the impella device cause the ar, since at the other hospital the patient's ar was mild and became moderate after the impella was inserted. No further information was provided.